Event description:
Independent repair center customer alleged alarm will not function. The key failure is the power switch has short circuit.associated malfunctions for this device: inlet filter dirty, zip ties leaking.